Event description:
IV therapy nurses reported set leaking at the top of the maxplus connector at the valve blue septum. The septum is not stuck in and appears to be in the normal position. Although requested, no additional event or patient information provided by the user. There was no patient harm and no medical intervention was required.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leaking set. The customer stated, the set has been discarded and is not available for failure investigation.